Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that while treating the mid cx lesion on a non calcified and non tortuous artery, the rx vision stent delivery system (sds) was advanced without experiencing any issue to the lesion site. The balloon was inflated at 13 atms. During angiographic control, the stent was not visible and the lesion was not treated. The sds was removed from the pt's anatomy and the stent was not on the balloon. Another sds was used to complete the procedure. The sds packaging was discarded; therefore, it is impossible to know if the stent fell off the balloon and remained in the packaging. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was crystallized contrast visible in the inflation lumen and balloon. The stent implant was not returned. The balloon was loosely folded. There were crimp marks visible on the balloon between the markers. There were two kinks in the inflation lumen 22.3 cm and 26.5 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was not returned. The stent implant outer diameters could not be measured because the stent implant was not returned. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.